Manufacturer narrative:
(B)(4). Device evaluation summary: an empty opened box and twelve representative samples of product code 8697, lot # mmp892 were returned for evaluation. The complaint sample was not received. During the visual inspection of twelve samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-83499 and 2210968-2019-83500. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number mmp892, and no non-conformances related to the reported complaint condition were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent rhinoplasty procedure on (B)(6) 2019 and suture was used. During the procedure, the needle popped off of the suture at the swage while passing through tissue. A like device was used to complete the procedure with no patient consequences reported. No part of the suture fell into the patient.